Manufacturer narrative:
Device evaluation summary: during visual evaluation of the sample it was noticed an area of missed material on the posterior view, measuring approximately 0.5 cm x 0.7 cm, also a tear was observed at the union between shell and valve. Microscopic examination was performed, and no evidence of instrument damage was observed on the tear between shell and valve, however on the edges of the area of missing material revealed parallel striations. No other anomalies were observed. The second product received is related to a concomitant device, therefore no further investigation is required. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Regarding to the striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/17/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: saline mentor smooth round moderate profile 225cc, catalog number 3501630, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation primary with a saline mentor smooth round moderate profile 225cc breast implant and experienced deflation on the right side. As a result, the patient underwent removal and replacement with unspecified mentor saline breast implants on (B)(6) 2019.